Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and heart attack with blood glucose over 700 mg/dl. The customer's current blood glucose was unknown mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer reported that insulin pump was not delivering insulin. The insulin pump will be returned for analysis.